Event description:
It was reported that during a carotid stenting treatment procedure, patient complications occurred. The target lesion being treated was located in the ostium of the right internal carotid artery. The lesion was 85% stenosed, 6mm in diameter and 18mm long. During the index, the patient was treated with a filterwire ez and placement of a carotid wallstent. Post dilation was performed. Residual stenosis was 20%. During the index procedure, the patient developed "right neck aches and right chew ache." No action was taken and the event was considered resolved without residual effects. The patient was discharged 2 days later. The physician assessed the relationship to the device as highly probable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).